Event description:
A falsely elevated troponin I result of 0.60 ng/ml was obtained on a pt sample. The result was reported to the physician. The sample was retested on the same analyzer and a result of <0.03 ng/ml was obtained. The sample was retested on an alternate analyzer and a result of 0.00 ng/ml was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was due to inadequate substrate wash.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was inadequate substrate wash. A siemens healthcare diagnostics inc field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.